Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose level was 72 mg/dl. Customers stated that numbers were ramping on their own and scroll bar was not moving with no input. Customer stated that the ok button was unresponsive. Troubleshooting was performed. Customer was advised to the insulin pump would need to be replaced, to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly.